Event description:
Md placing left subclavian central line and needle broke off into pt's lung. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: need for central line for multiple drug therapies. Event abated after use: yes.